Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device data logs confirmed the reported event. The evaluation determined that the device failure was due to a software issue. The device was serviced to address this issue. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 74) error message followed by an alarm. There was no patient injury reported as a result of this incident.